Event description:
End-user reports red itchy unbroken skin beneath the entire tape border, which began upon use of hollister wafers. In addition, end-user indicates that he has tried coloplast products which produced the same results. Product has been in use for over 1 year.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure). Medical treatment provided are as follows: topical solutions; hydrocortisone; biopsy to abdomen; protective wipes. A wocn (wound care nurse) was seen. Stomahesive powder and benadryl was also used. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.